Manufacturer narrative:
(B)(4). The reported field event of loss of sensing and loss of defibrillation therapy was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. The cause of the reported anomalies could not be determined.

Event description:
It was reported that when ventricular fibrillation was induced, it was not sensed and external defibrillation successfully shocked the patient back into sinus. It was noted that the patient slipped on ice previously. The device was explanted and replaced without issue.